Manufacturer narrative:
Investigation description. Complaint could not be confirmed or duplicated. The sleep/wake button was responsive when tested. No fault was found with the device.

Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive, requiring the user to place the device on a charging pad to wake the screen for meal reporting, and cgm data were intermittently missing, consistent with a device key or button not working and a suspected issue with the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with the sleep/wake switch, aligning with a key or button unresponsive malfunction and implicating the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.